Event description:
As reported under the reality trial, the following information was provided: 18 months following cypher stent placement, the pt had complaints of recurrent angina (unstable for past 1 month). Stress test was (+). Control angiogram revealed restenosis of the target lesion of the prox cx. Treatment was with re-ptca and cutting balloon with good results. There were no additional complications and the pt was discharged the following day. Per the procedural physician, it is highly probable that the event is related to the device but is unrelated to the index procedure.